Event description:
It was reported that the ilet indicated urgent low glucose while the user was asleep, and the user ingested a donut to treat the low; the associated dexcom g7 sensor data appeared erratic and the user reported the sensor was struck against a wall and could have been compressed during sleep, after which they elected to replace the sensor. Investigation of this case revealed intermittent and sporadic cgm readings and potential sensor compression or damage. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate. Investigation included complaint review and user troubleshooting and education. It was concluded that, based on previously established findings for similar reports, hypoglycemia occurred with unclear cause, and that user education on appropriate low glucose treatment and sensor replacement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.